Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode was returned in two segments and visual inspection identified it had been severed approximately 60mm from the terminal end. Continuity testing was performed to assessed the electrical performance of each segment. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. (B)(4) was utilized due to the surgery that occurred.

Event description:
It was reported that it is suspected that this patient has a nickel allergy. A revision procedure was performed and this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were removed from service. No additional adverse patient effects were reported.